Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to diagnostics/data collection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent several radiation therapies, during which time the device did not record data to its memory. The device data was pulled and there was invalid data for rate histograms. The device is still in use. No patient complications have been reported as a result of this event.